Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00089 on april 6, 2017. On 05/12/2017 additional information: the initial MDR was filed conservatively. The bland-altman bias plot for the pregnant cohort in the article had target values from 100 to 1100 nmol/l. Upon further review of the bland-altman bias plot for the pregnant cohort, the values of 600 nmol/l and lower had a percent difference of approximately -18%. This is less than the -25% criteria for clinical impact. The values greater than 600 were all above the reference interval and did not have a potential for clinical impact. No further evaluation of the device is required.

Manufacturer narrative:
Siemens is filing the MDR conservatively as a result of the data included in the article. Siemens is unaware of the lots used to generate the published data. Siemens healthcare diagnostics is investigating.

Event description:
In a recent peer-reviewed publication, the advia centaur xp cortisol assay was reported to show significant under-recovery rates in samples of pregnant females relative to non-pregnant females when compared to a candidate reference measurement procedure (crmp) based on lc/ms-ms. There was no report of adverse health consequences due to the discordant cortisol results.